Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, the atrial lead helix could not be extended and the lead body kept rotating as the physician tried to extend the helix. The lead was replaced and the procedure was completed without incident.

Manufacturer narrative:
Final analysis found that a complete lead was returned measuring at 46.1 cm. The lead was received with helix extended and clogged with blood. The inner coil inside the connector pin was found to be over torqued. After cleaning the helix, it was found that it could be retracted and extended normally. The outer insulation was also found twisted as reported. The twisted lead body and over torqued inner coil were found to be consistent with procedural damage.